Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument collided with any other instrument or tool during the procedure. There was no fragment that fell inside of the patient¿s anatomy. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. There was no patient injury due to the issue. The procedure was completed robotically with the same da vinci system. It was unknown if the procedure was completed with the same instrument or with a backup instrument. The patient information was not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. In addition, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument cable was found broken. The procedure outcome was unknown.